Event description:
Customer reports doing back to back testing while using the advantage system with results of 203mg/dl and 103mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.